Event description:
It was reported via repair work order that the head right siderail stuck was stuck down due to siderail assembly malfunction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.it was also reported via repair work order that the nurse call system was not functional due to docker cable malfunction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the head right siderail stuck was stuck down due to siderail assembly malfunction. It was also reported that the nurse call docker cable sheathing was torn. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. It was also reported via repair work order that the nurse call system was not functional due to docker cable malfunction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted as further investigation also determined the nurse call docker cable sheathing was torn.